Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the catheter and lead were positioned many times, the catheter was bent and the lead body was bent and the tip of the lead could not be fixed well. The lead was not implanted. No patient complications have been reported as a result of this event.